Manufacturer narrative:
H3. Analysis of the catheter identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial/lot# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph 25 mg/ml at 3 mg/day via an implantable pump. It was reported that on the weekend of (B)(6) the patient started experiencing withdrawal symptoms and went to the ER (emergency room). The patient was confirmed to be in withdrawal by the ER and the pump managing physician. There were no environmental, external or patient factors that may have led or contributed to the issue. On monday, (B)(6) the patient was brought into the physician¿s office to perform a dye study. The dye study was inconclusive as the physician was unable to aspirate, confirming a blockage of some sort but unknown exactly what the issue was. The patient¿s catheter was replaced. The issue was resolved at the time of this report, and it was noted that the healthcare provider would not have any further information regarding the event.